Event description:
It was reported when the device was used during a bowel resection, it would not fire. Upon inspection, nothing was visibly wrong, but it appeared to be empty. The case was completed using another device. There was no patient consequence.